Manufacturer narrative:
Medical devices:(B)(4) nim mainframe response 3.0, serial # (B)(4), lot # 207857253, manufactured date ¿ dec/20/2013, 510(k) # k083124, UDI #(B)(4). The nim patient interface 3.0 (product # 8253200) was returned for analysis. Evaluation could not duplicate the reported event of working intermittently. There was no fault found with the device. The device was cleaned, tested to all manufacturing product specifications and returned to the customer. The nim mainframe response 3.0 (product # 8253001) was returned for analysis. Evaluation could not duplicate the reported event of working intermittently. There was no fault found with the device. The device was cleaned, tested to all manufacturing product specifications and returned to the customer.

Event description:
The facility reported that pre-operative the device was working intermittently. There was no patient impact.